Manufacturer narrative:
The tip cover accessory was returned and evaluated. The tip cover accessory was visually inspected under magnification and no holes were observed. The tip cover accessory does not exhibit any signs of arcing or mechanical tearing of the silicone. The tip cover accessory was also installed on an in-house mcs instrument without difficulty. No physical damage was found and the customer reported failure cannot be confirmed.

Event description:
It was reported that while the surgeon was dissecting tissue during a da vinci si hysterectomy procedure, arcing was observed coming from the 8 mm monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover accessory was removed and inspected, and a hole was noticed during inspection. A replacement tip cover accessory was installed on the mcs instrument and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.